Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-05-22. The rep reported that they did not have any further information from when she was with the patient on the reported day. The rep reported that she hadn¿t heard anything. The rep reported that she reprogrammed the patient at the time but the stimulation remained very strong in the ribs and not in his feet, despite trying all electrode combinations.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative. It was reported that the patient¿s stimulation had changed following a car accident on (B)(6) 2017. The manufacturer representative stated that the patient was now getting stimulation in t heir rib instead of their feet. It was noted that the patient¿s coverage was perfect prior to the accident, as they were getting stimulation in their feet at that time. Impedances were checked and all values were within normal limits. The manufacturer representative tried all electrode configurations but the patient was still getting some rib stimulation, and most importantly wasn¿t getting coverage below the knees. The patient was redirected to their healthcare provider (hcp) to get x-rays to determine if the lead had moved. If so, the leads would likely require a revision. The issue was not yet resolved. No further complications were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.